Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer pfo was selected for an implant on (B)(6) 2022. During the procedure the device did not conform properly; the left side disc was conformed as a cup. The device was exchanged for a 30mm amplatzer cribriform, however it also conformed as a cup. The device was again exchanged for a new 30mm amplatzer pfo device, however this device also deformed. At this point, the physician decided to implant the first pfo 25mm and with maneuvers inside of the left atrium, the device was successfully implanted. The patient was reported to have been discharged in stable condition. A delay of delay of time of 58min (5:21 pm to 6:19 pm) with no hemodynamic compromise or serious injury was reported.